Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, an external fluid leak was observed at the effluent pump line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the provided video showed an external fluid leak at the level of the effluent pump segment and that the bonding of the effluent pump segment was disconnected. This disconnection was the cause of the reported leak. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.